Event description:
It was reported that the user¿s dexcom g7 was providing readings in the mobile app while the ilet pump was not receiving data, consistent with cgm signal loss and a pairing failure between the g7 and the ilet. Symptoms included anticipated glucose monitoring interruption with dosing stop alerts. Outcomes included temporary interruption of automated insulin dosing until cgm connectivity could be restored. Customer care support included user-directed troubleshooting and education, including verifying sensor alerts, toggling between g7 and g6 modes, restarting the ilet pump, and re-entering the g7 pairing code. Investigation of this case revealed a communication and pairing issue between the cgm and the ilet without evidence of hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was cgm-to-pump connectivity failure due to pairing configuration.